Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to tibial dorsal collapse of tibial tray. Cultures will be taken at the time of the revision to rule out any possible infection before revising.

Manufacturer narrative:
The reported event could be confirmed since the CT scan shows loosening, anterior subsidence and periprosthetic fracture adjacent to the tibial component. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. Upon further investigation of the CT scans, healthcare professionals opined that- the CT scan shows loosening, anterior(!) Subsidence and periprosthetic fracture adjacent to the tibial component. The talar component is also loosened and anteriorly migrated. Therefore, loosening and migration can be confirmed with the CT scan. The reason is likely to be patient related due to poor bone substance. A malpositioning of the talar component and thus a treatment related factor could also have contributed to the failure. However, failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. This is most likely patient related issues i.e. Poor bone substance and probably a treatment related factor as well but more detailed information about the complaint event as well as the affected device must be available in order to conclusively determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.